Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly inside the delivery tube when staff loaded and removed the delivery tube from the loader device. One end of the seal did not fold properly. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because, the lot number was not provided by the hospital. (B)(4).